Event description:
It was reported when using the bd pyxis medstation es system orders were not crossing and user was unable to pull any orders. The customer added that this malfunction caused a delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the orders were not crossing. The technical support specialist checked with downtime query, no delay in messages and checked in pes, sync information was latest. The system functioned as intended after the technical support specialist troubleshooted the device.